Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08966. It was reported that the patient presented for a post-implant clinic follow-up. It was noted that the ventricular lead was not capturing. The lead was programmed off. The lead was explanted and replaced on (B)(6) 2020. During the 1-day post-operation follow-up, the new lead was not capturing. Micro dislodgement was suspected. The lead was repositioned on (B)(6) 2020. The patient was stable throughout.